Manufacturer narrative:
(B)(4).

Event description:
Procedure: wedge resection. According to the reporter: on the 2nd firing, the gear part was chipped and the instrument was difficult to fire. The surgeon stopped firing. Another device was applied which resulted in add'l tissue resection.